Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was seen by emergency medical services and subsequently transported to the emergency room with hypoglycemia. The patient's blood glucose levels declined to 30 mg/dl while wearing the pod between 24 and 36 hours. The patient reported her continuous glucose monitor was incorrectly reading her glucose level at 375 mg/dl during the event. Symptoms reported include loss of consciousness and sweating. The patient was treated with intravenous glucagon by paramedics and given cookies and juice in the emergency room. If additional information is received, a supplemental report will be submitted.